Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, critical error codes related to the flow sensor and circuit were found in the ventilator's downloaded error log. The customer requested no repairs be done at this time. Device will be returned to the customer unrepaired.